Event description:
While performing an endoscopic procedure the snare was used to remove a biliary stent. In the process, the loop of the snare broke leaving a 12 cm piece of wire in the pt's bowel. Wire was subsequently removed without visible damage to the bowel wall.